Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed episodes of non-sustained recorded by implantable cardioverter defibrillator. No interventions were made, as the clinic will continue to monitor. No patient symptoms were reported.